Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00120 on 05/19/2017 for a false low advia centaur xp tsh3-ultra ((tsh3-ul) patient result, and MDR 1219913-2017-00120 supplemental report 1 on 06/14/2017 for corrected, and additional information. 11/27/2017 - additional information: the cause for the false low advia centaur xp tsh3-ultra ((tsh3-ul) patient result is unknown. The patient sample was not available for further investigation. No conclusion can be drawn. The instrument is performing within specification. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant advia centaur xp tsh3-ultra result is unknown. Siemens healthcare diagnostics is investigating. The instruction for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The reagent lot number is unknown, therefore an UDI number has not been provided. Siemens has requested the reagent lot number.

Event description:
A false low advia centaur xp tsh3-ultra ((tsh3-ul) result was observed on a patient sample. The customer performed repeat tsh3-ultra testing on the same patient sample, a low result obtained, and reported to the physician. The tsh3-ultra result was considered discordant compared to normal (euthyroid) tsh, t3 and t4 results. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant tsh3-ultra result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00120 on 05/19/2017 for a false low advia centaur xp tsh3-ultra ((tsh3-ul) patient result. 05/25/2017 - corrected information: the customer's contact information originally provided was for the main laboratory branch located in (B)(4). Date of event (B)(6) 2017. Catalog # 10282378. Initial reporter: (B)(6). 05/25/17 - additional information: pt gender: female. Tsh3-ultra reagent lot # 114292, expiration date: 07/18/2017. UDI #: (B)(4). Initial reporter phone: (B)(6) (land line). Device manufacture date: 07/18/2016. 06/07/2016 - additional information: the customer's quality control results were acceptable at the time of the event. Advia centaur xp tsh reagent lot # 001272. The cause for the discordant advia centaur xp tsh3-ultra ((tsh3-ul) patient result is unknown. Siemens is investigating.